Manufacturer narrative:
As reported, capsure straight fastener failed to fixate the mesh. A video provided shows the device being fired into the peritoneum. The fasteners fixate the peritoneum but the device tip gets stuck and shows resistance in releasing the fastener. The video provided does not show attempted fixation into mesh. Based on the information provided and without having the sample to evaluate a definitive root cause cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
As reported, the capsure straight fixation device fastener failed to fixate the mesh. It was reported another device was used to complete the procedure and there was no reported patient injury.